Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Eval summary: only the drop down stem extensions were returned for evaluation. All measurements taken were conforming; the threads were verified using the applicable gage and found conforming. Visual inspection shows no scratches or chips; both parts look brand new. Without additional information, the exact cause of this incident cannot be determined. Review of the device history records did not find any deviations or anomalies. Dimensions taken are within specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon was not able to insert the drop down sem into the tibia plate, so he completed the surgery without the drop down stem.